Event description:
The manufacturer received information alleging a patient with muscular dystrophy passed away while using a trilogy 100 ventilator. It was reported that the aide left around 0130 and family was asleep. It appears the ventilator stopped functioning around 0214 due to internal battery being depleted. Around 0600 the family discovered the vent was not on, and the power cord was in the vent stand basket. The patient was deceased. Emergency medical services was called. The devices settings at the time of event were reported to be a mode of simv, respiratory rate of 16, inspiratory time of 1.0, peep of 5, tidal volume of 500, pressure support of 20, trigger set to auto, rise time of 3. Circuit disconnect alarm of 30, and low minute ventilation alarm set to 0.2. The cause of death was reported to be the ventilator shut off due to the device being unplugged, with batteries depleted, and patient was not able to breath. The device was returned to the manufacturer for evaluation. Upon evaluation the devices apnea alarms were noted to be set to off. In review of the ventilators' error logs, the log confirmed the occurrence of a low exhaled tidal volume alarm, low battery alarms, and a low minute volume alarm. During the evaluation it was noted that both the detachable and internal batteries were present and recognized by the unit. It was verified that both the internal and detachable battery were communicating with the unit, in good condition, and charging properly with the power cord that was received with the unit. During evaluation it was also noted that there were no signs of damage or evidence of defective operation. The tech did not detect any pinched or blocked tubing. Tech also found the airpath foam to be firmly secured, without any signs of delamination or degradation. The tech did observe foreign material from external sources indicative of contamination throughout the subassemblies, including inside the transition tubing and flow sensor assembly components. Tech also noted an indeterminate odor indicative of nicotine that accompanied the subassemblies. In conclusion, it has been determined that trilogy 100 ventilator (tv117101005) operates as designed and functions as expected. The sensor board of the unit drifted out of spec due to contamination issues, and the internal and external batteries charged and functioned appropriately.